Manufacturer narrative:
The 510 (k) 3 is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging inaccurate erratic readings on her one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful in getting a hold of the patient. The following is based on the initial call placed by the patient. The patient mentioned that the alleged issue began on (B)(6) 2011 at around 4:00pm. She tested and obtained 2 results which were greater than 20 minutes from one another; however, did not provide the readings. The patient did not take any action after testing her blood glucose. Approximately 7.5 hours later, the patient felt cold, feverish and experienced cold sweats. The patient did not seek any medical treatment due to the alleged issue. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, back to back readings, how long symptoms lasted and clarification on whether or not she self-treated due to the alleged issue. The product was replaced. The complaint is being reported since the patient alleged that due to the erratic readings, they later developed symptoms suggestive of a serious injury.